Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the inner plastic lining on the brass end of the dc extension cable had heat-related damage and was unable to be attached to the power supply. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital was unable to provide the event date.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).